Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on (B)(6) 2014. Evaluation shows water damage. MDR is being submitted as a result of a retrospective complaint review.

Event description:
This one worked for 2 weeks then it wouldn't shut off. Then once off it wouldn't come back on. Once he got it on, it had funky stuff across the screen.